Manufacturer narrative:
A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A probable root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited no image due to a bad cable unit. There was no patient involvement.

Manufacturer narrative:
This supplemental is being submitted for correction to the initial report. The correction is being made to previously submitted g3 - date received by manufacturer and event information. The correct aware date of the initial report is (B)(6) 2024. Additionally, following fields are corrected: a2, a4, a5, a6, b5, b6, b7, d5, e1, e2, e4, g2, h6 - health effect - impact code, h11.

Event description:
It was reported the camera head was not registering when being plugged in. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.